Event description:
The nail broke and was revised.

Manufacturer narrative:
Summary of eval: eval of the nail for the reported breakage could not be performed because the nail was not returned to howmedica, but rather was retained by the hosp.